Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a damaged rear case and a broken handle. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, lt/rt handle, front/rear door, barrel clamp, lock label, latch module, tube drive, sleeve drive, wiper seal, lens indicator, flange gripper retainer, small/large claw, carriage block assy, fpc cable and lt/rt iui. Performed calibration. A review of the device history record showed the device had a manufacture date of 12/01/2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 200024070 for component failure which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged of the cover front pca. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. There are CAPA#'s noted for the following parts replaced that have an already existing CAPA. CAPA#: ca-2018-0161 for iui conn issues.

Event description:
It was reported that the device had a damaged rear case and a broken handle. There was no patient involvement.